Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the pt was receiving hemodialysis when blue lumen of the hemo catheter fractured. The catheter was pulled and replaced. No pt injury or ill-effect. Pt current status reported as recovered. The device is being returned for investigation.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the device will be forwarded.